Event description:
It was reported that the device was unable to be interrogated prior to the procedure. A new device was used and implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Interrogation of the device revealed an unexpected device condition has occurred alert upon receipt. Analysis of the device image revealed that the alert occurred due to a reset error. The device was restored by reloading the product code. The reset error was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was observed to have appropriate remaining longevity.